Event description:
Is concerned that one of his parents "may have received an infection as a result of this device being implanted into one of his parents" after an acl reconstruction surgery of the r knee. Post op patient developed septic arthritis with staphylococcus aureus requiring re-admission to hospital and repeat arthroscopy in 2004. Patient underwent several other arthroscopies with insertion of an irrigation system. Patient required i.v. Antibiotics using a PICC catheter. Due to recurrence of the effusion patient underwent removal of the graft. Patient was found to have osteomyelitis in the tibial tunnel. Pt. Underwent debridement of the tunnels and extensive arthrotomy of the same knee.